Event description:
Complaint report indicated that the nurse call was inoperable from the bed. No injury alleged.

Manufacturer narrative:
Technician found the nurse call was inoperable due to bent and missing pins on the communication cable. Replaced the cable to resolve this issue.